Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 17-feb-2026, a sales representative reported via email that an ar-18710-09 cortical screw placed in the proximal phalanx broke at the head before the screw was fully seated flush. The issue was discovered during a hand metacarpal orif procedure performed on (B)(6) 2026. The broken screw remained in the patient. Additional information was received on 20-feb-2026: the head of the screw broke before final implantation and was completely retrieved from the patient. The body of the screw was left in place. The case was completed using another ar-18710-09 cortical screw. The procedure was not delayed, and no additional anesthesia was administered.